Manufacturer narrative:
This report is submitted on aprl 4, 2018, by cochlear limited on behalf of (B)(4). Exemption number e2016011.

Event description:
Per the clinic, the patient experienced an abscess at the suture site, resulting in wound dehiscence and exposure of the internal device. Subsequently, on (B)(6) 2018, the patient underwent revision surgery to remove the abscess and close the site. No infection was present; however, the patient was prescribed prophylactic antibiotics. The implanted device remains insitu.

Manufacturer narrative:
The device was explanted on (B)(6) 2019 as the recipient reportedly experienced non auditory percepts. This report is filed on july 15, 2019.